Event description:
A surgeon reports that five years following intraocular lens (iol) implant surgery, a pt's lens has turned grey. The pt has also had a myopic shift.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 03/18/2008, 03/19/2008, 03/21/2008 and 03/27/2008 by phone, fax and mail. A completed questionnaire was received 03/26/2008.